Event description:
It was reported that the atrial lead impedance measurement was high and there was sensing difficulty. It was also reported there was noise on the atrial channel causing oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.